Manufacturer narrative:
This product is not marketed in the us. Rod passed over the lens and lens was remained inside the nozzle. Volume of viscoelastic material appeared to be enough. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that upon handling the rod of a ks-ni2 aq310ain, 13.0 diopter preloaded injector, the lens became blocked. The surgery was successfully completed by using alternative preload within the same surgery. There was no patient contact.